Event description:
Epic ii bed checked according to customer complaint that bed was not working. Fowler moves up when any other button on footboard was pressed. Bed was checked and cpu board was found to be the root cause. No patient involvement or adverse consequences were reported.